Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. A loss of therapy and return of symptoms was reported. It was reported that the patient's therapy has not been relieving the nerve pain in his leg, and that the device in his back was not working right. The patient was reprogrammed by a manufacture representative, and was advised to follow-up with their hcp.